Manufacturer narrative:
Only the wire was returned to the manufacture as the coil remains implanted in the patient. It was reported to the manufacturer that the coil was not soaked in saline prior to its use as suggested in the dfu (directions for use). There is a possibility that friction would occur if a coil is not soaked in saline during preparation. The patient's tortuous vessels can also contribute to the friction encountered by the physician. Friction coupled with the user exerting force on the coil [device in question] may lead to coil breakage.

Event description:
The following was reported to the manufacturer: the patient was prepped with common anesthesia for the procedure involving coiling of an aneurysm located at m1. The patient's vessel was reported to be tortuous. The first detachable coil was implanted in the patient. The physician then attempted to place the second detachable coil [device in question] into the patient. The physician encountered friction after he pushed 2cm of the second coil [device in question] into the aneurysm. The physician then decided to retrieve the second coil, but it was reported that the coil "felt very tight. The coil broke at the conjunction point after he [physician] increased the retrieval force." This caused the front end of the coil loop to exit out of the aneurysm, and 10cm of the end of this coil floated in the parent vessel after the microcatheter was retrieved. It was reported that "the floating part of the coil did not obstruct the parent vessel and is opposed against the vessel wall. The physician ended the intervention procedure and prepared to perform surgery." The following addition information/clarification was requested and received by the manufacturer on 09/05/2007: "the patient was in a coma due to the aneurysm hemorrhage, which occurred prior to the procedure. Patient's current condition was reported to be the same as prior to the procedure (i.e. No change). The second coil that was reported to be partially protruding, but not obstructing the parent artery (i.e. Mainly opposed to the vessel wall) has not been retrieved from the patient as the physician feels that the patient's current condition is not suitable for surgery."